Manufacturer narrative:
(B)(4). Batch # m92e6w. The analysis results found that the device was received with the tissue pad detached and it was returned along with the device. Evidence of body fluids was found in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? It didn¿t sound like there was a change in care for the patient when I talked to the coordinator, but I was not there. I am not aware if the detached tissue pad is with the device.

Event description:
It was reported that during an unknown procedure, there was a white plastic piece from the device's jaws came loose and broke off inside of the patient. The piece was recovered and placed in specimen container. Unknown how case was completed. There were no adverse consequences for the patient.